Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings:a review of the alarm history showed that a replace battery alarm occurred at 3:21am on 01/21/2014. The voltage at the time of the alarm was not low. The pump powered on appropriately and a rewind, load, and prime sequence was successfully completed. The pump¿s electrical draws were tested and were found to be within specifications. No battery life issues or power issues were observed during investigation. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was shorter than expected and the pump did not alarm to change the battery prior to powering off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).